Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Imagery was provided by the complaint site and it was observed that two (2) struts were bent back at inflow side of the valve. Two (2) protrusion-like spots were noted on strain relief of sheath. Review of the 3mensio showed presence of calcification within the access vessels, near the bifurcation and lower abdominal aorta area. The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed three (3) struts were bent at inflow side of valve. Two (2) were bent back approximately 180 degrees, and one (1) was bent side way approximately 90 degree. All struts were exposed through the skirt since the valve was crimped and used. Severe gouges on the flex tip were observed. The valve was expanded. After valve expansion it was observed that the valve frame was damaged/distorted, and three (3) struts were bent outward. The leaflets appeared wrinkles due to the storage condition (prolonged crimping) during the return handling process. All struts remained exposed through the skirt (normal after crimped and used). No functional or dimensional testing was able to be performed due to device return condition (frame distorted/damaged). During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of returned complaint history from may 2019 to april 2020 revealed other returned complaints for sapien 3 ultra valve with complaint code for ¿frame ¿ damaged ¿ during use¿. However, no manufacturing nonconformances were identified. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint was confirmed based on the visual inspection of the returned device and provided imagery. No manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, the valve appeared to get stuck in the non-expansion portion of the sheath. The valve and delivery system were eventually able to be advanced through the sheath. However, once the valve exited the sheath, one of the stent struts was bent backwards by the skirt. It also noted that patient had mild calcification and tortuosity. Visual inspection on the returned sheath showed heavy scratches all over the sheath shaft and non-expansion portion, and a puncture hole was observed. The scratches indicate that the access vessel has calcification. The presence of calcification and tortuosity can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. This can be evidenced by the severe gouges seen on the flex tip. So, if excessive force was applied, the valve struts could be caught onto the sheath and damaged. Although a definitive root cause was unable to be determined at this time, available information suggests that patient factors (access vessel tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint was confirmed. No edwards defect (design/manufacturing/labeling issue) were identified. A definitive cause was unable to be determined, but available information suggests that patient factors (access vessel tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A risk assessment was initiated to capture the further investigation.

Event description:
23mm sapien 3 ultra valve, 23mm commander ds, 14fr esheath during placement of a 23mm sapien 3 ultra valve in the aortic position using transfemoral approach, the valve appeared to get stuck in the non-expansion portion of the sheath. The valve and delivery system were eventually able to be advance through the sheath. However, once the valve exited the sheath, one of the stent struts was bent backwards by the skirt. The access vessel minimum luminal diameter (mld) was a good diameter, with minimal calcification and tortuosity. The insertion angle was not steep. The vessel was not pre-dilated. There was no injury to the patient. Photo of the esheath showed damage to the sheath tip.